Manufacturer narrative:
Upon further investigation, information was reviewed, and it was noted that this case is a duplicate of MFR# 1038671-2023-00928; therefore, this case will be voided. Any subsequent information will be captured under MFR# 1038671-2023-00928.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, there is a specific event the patient presented in surgeon's consultation hours in (B)(6), here the suspicion existed inlay fracture. On (B)(6) 2023, the surgical revision took place with a change of talus component and inlay. Inlay fracture has been confirmed. No additional information available.